Manufacturer narrative:
A sample from the patient was provided for investigation. During investigations, the sample was tested with the inno-lia hiv I/ii blot method and the result was indeterminate. Further investigation is ongoing.

Manufacturer narrative:
The patient was tested with several testing methods including biorad new lav blot I, biorad new lav blot ii, inno-lia (B)(6) I/ii score (fujirebio) , vidas (B)(6) duo quick (biomerieux), architect (B)(6) ag/ab combo (abbott), and a product enhanced reverse transcriptase (pert) method. A reactive test result could not be reproduced. There is no evidence that the sample is derived from a person infected with (B)(6). The result obtained with the (B)(6) combi assay was correctly non-reactive.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for hiv combi pt elecsys (hiv combi) on a cobas 6000 e 601 module (e601). The sample resulted as non-reactive when tested on the e601 analyzer. The non-reactive result was reported outside of the laboratory to the patient and (B)(6) laboratory. The sample was reactive when tested with other screening methods. It was asked, but the exact sample values and details on other screening methods used could not be provided. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was asked for, but not provided.